Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x16 mm graftmaster stent was implanted in the distal left main coronary artery, but this only partially sealed the perforation in the left main. There continued to be extravasation. The patient remained hemodynamically stable with a small pericardial effusion. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. Subsequent to the previously filed report, additional information was received that the graftmaster did not cover the entire perforation as the perforation was larger than initially anticipated. There were no issues with deployment of the graftmaster and the perforation sealed on its own. No investigation required. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: patient code 3271 was removed and replaced with 2199. Device code 2682 was removed and replaced with 2993.

Event description:
It was reported that the 3.5x16 mm graftmaster stent was implanted in the distal left main coronary artery, but this only partially sealed the perforation in the left main. There continued to be extravasation. The patient remained hemodynamically stable with a small pericardial effusion. Subsequent to the previously filed report, additional information was received that the graftmaster did not cover the entire perforation as the perforation was larger than initially anticipated. There were no issues with deployment of the graftmaster and the perforation sealed on its own. There was no additional information provided.